Manufacturer narrative:
Follow-up #1: date of submission 12/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display screen with auditory and vibratory features. The pump emitted a hard call service 0006 alarm that could not be clear by pump reboot (the alarm issue was reported under separate investigation, reference report# 2531779-2015-40035). Due to the alarm, the keypad buttons functional testing could not be completed, and the alleged tactile issue was unable to be fully investigated. The keypad cover was intact and removal of the cover did not find any contamination under the button contacts. Unrelated to the complaint, the bolus button cover was found to be torn and exposing the button slug contact, as a result the bolus button was not tested.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging keypad/button (tactile changes/unresponsive) issue. Reportedly, the screen was locked and pump reboot with new battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.